Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between november 4-5, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside a bag that contained the infusor device which suggests leak. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked and was contained within the sealed overpouch. The location of the leak was further described as the "attachment". This was identified during storage at the hospital. The device was filled with 9000mg benzylpenicillin in sodium chloride 0.9% having a total volume of 240ml. There was no patient involvement. No additional information is available.